Event description:
It was reported that there was a pixel issue on the pump display, which affected the customer's ability to interact with the pump. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, technical support arranged for a replacement pump to be sent, and the customer was instructed to use multiple daily injections as a backup therapy.